Event description:
New information received notes that when the right ventricular (rv) leadless pacemaker (lp) exhibited positioning failure, it was also noted that the capture threshold was high, both pacing impedance and r-wave sensing amplitude were low, and current of injury was minimal.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on 26 mar 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited positioning failure. Repositioning was attempted and the rvlp helix was stretched. The rvlp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable.